Manufacturer narrative:
The embolic material was not returned for analysis as it was consumed in the intervention. Attempts have been made to gather additional information, however, our attempts have been unsuccessful. Per the embolic material instructions for use (IFU), catheter entrapment may be caused by any of the following: angioarchitecture: very distal bavm fed by afferent, lengthened, small, or tortuous pedicles, vasospasms, embolic material reflux, or the injection time. Based on the reported information, it is unknown what caused the reported event. Linked events: 2029214-2017-00756 2029214-2017-00757

Event description:
Medtronic received report that the catheter was entrapped by the onyx..

Manufacturer narrative:
Event description - correction patient codes - correction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the catheter was entrapped by the onyx. There is no indication that the catheter remained within the patient or that the patient suffered any injury.